Manufacturer narrative:
This is one of three reportable events concerning the same patient. There is a temporal relationship between ccpd therapy with the fresenius liberty cycler set and the patient¿s adverse event of peritonitis. There is however, no documentation in the file to show a causal relationship between the adverse event and the fresenius liberty select cycler set, nor is there any allegation a fresenius device(s) malfunctioned or failed to perform as expected. The etiology for this patient¿s event was confirmed as (B)(6). Follow up by the pdrn revealed the likely source of the peritonitis was a breach in aseptic technique while the patient was performing his peritoneal dialysis treatments. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During routine follow up on related customer experience, it was reported by a peritoneal dialysis nurse that the peritoneal dialysis patient was treated for peritonitis in (B)(6) 2017. Follow up with the peritoneal dialysis nurse indicates that the peritonitis was a re-occurring event due to the patient not practicing aseptic technique when performing peritoneal dialysis treatments. The patient was transitioned to in center hemodialysis. Patient culture results confirmed as (B)(6).

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A search for lots delivered to the patient was performed with no potential lots identified as being sold within 3 months of the alleged event date, therefore a device history review could not be performed since a potential lot is unknown.